Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips kept falling out of applier into patient. Surgeon picked clips out of patient and continued with same clip applier and finished case. No patient consequence.

Manufacturer narrative:
Evaluation summary: the instrument was received in good visual condition. The instrument had 1 clip in the jaws. The clip was removed to measure jaw width. The instrument was cycled and fired 1 clip conforming, and 6 class-iii scissored clips due to an inadequate interaction between the cam channel and jaw. The instrument locked out as intended. Jaw width measured within acceptable limits.